Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose. It was reported that the customer insulin pump was cracked and had an accident that caused her stress. The customer declined further troubleshooting. The insulin pump will not be returned for analysis.